Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2016-03455 / 03457). Remains implanted.

Event description:
During a knee revision procedure the surgeon attempted to implant a femoral augment; however it would not seat properly. Another augment was attempted for use with the same result. The second augment was implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information. Concomitant product - femur - catalogue: 185261 lot: 3298303. Complaint sample was evaluated and the reported event was not confirmed. These augments are universal and are compatible with the concomitant device. The DHR was reviewed and no discrepancies were found and device analysis indicated that the device met specification. Review of the complaint history determined that no further action is required as no were trends identified. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.